Manufacturer narrative:
An event regarding revision involving an unknown rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records could not be performed as the reported device was not properly identified. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. No further investigation is required.

Event description:
The patient underwent revision surgery following a diagnosis of altr. The following were measured at 15 months post index surgery: cobalt - 11; chromium 3.2. The patient was reported to be symptomatic: trochanteric/groin just last couple months. Infection was not diagnosed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular femoral stem. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
The patient underwent revision surgery following a diagnosis of altr. The following were measured at 15 months post index surgery: cobalt - 11; chromium 3.2. The patient was reported to be symptomatic: trochanteric/groin just last couple months. Infection was not diagnosed.